Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high sensing integrity counter (sic) on the right ventricular (rv) lead. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.